Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during set up a black speck was found in the drip chamber after the IV fluid bag had been spiked and before it had been connected to the patient. There was no patient involvement, and no harm reported.